Event description:
There was no reported complaint with this product, however, analysis identified a non-conformance of pushwire break.

Manufacturer narrative:
H3: product analysis: as found condition: the solitaire pusher was returned within a shipping box, a plastic pouch, an opened solitaire inner pouch, and within a dispenser coil. The solitaire pusher was returned within its introducer sheath. Damage location details: no damages were found with the introducer sheath. No bends or kinks were found with the solitaire pusher. The stent was found not attached to the pusher. The stent was not returned. The solitaire pusher was found to have broken within the distal end of the marker coil. Testing/analysis: the solitaire pusher was removed from within the introducer sheath without issue. The broken solitaire pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via overload. Conclusion: based on the reported information, there was no suggestion that the device was defective. However, from the damage seen with the returned solitaire pusher (break/separation), evidence suggests that the device was defective or there was a defect of the device during use. Possible causes of pushwire break/separation include intracranial stenosis, presence of calcified plaque, number of passes made with the device, delivery and retrieval friction, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, hard clots or thrombus entanglement with overbending during the retraction process, misalignment of the microcatheter with the proximal end of the solitaire device, and removal of the microcatheter prior to retrieval of the solitaire device with or without clot. However, the cause of the pusher separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.